Manufacturer narrative:
PMA/510(k)#: p100022/s014. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. Additional information has been requested to support the complaint investigation. The following update was provided by the sales rep: ¿the length of the stent was measured by a visual examination with a reference ruler. It looked like the 12cm stent got shortened to approximately 8cm. The stent jumped out from the outer sheath toward the distal side when being deployed.¿ the sales rep confirmed that the same access sheath (6fr brite tip sheath 11cm/ cordis) was used for the placement of complaint device (zisv6-35-125-7.0-120-ptx) and the first device (zisv6-35-125-6.0-120-ptx). In this case it can be stated that no tortuosity or severe calcification was observed and a non hydrophilic wire guide was used for this procedure. Additional information has been requested to support the complaint investigation, however to date no further information has been provided. There is no evidence to suggest that this event did not occur. Therefore, the complaint is confirmed based on customer testimony. As the device is not available for evaluation and due to limited information available for this complaint file, it is not possible to determine the root cause of this occurrence and no other comments can be made at this time. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint description, although the shortened stent was placed, which was much shorter than planned, the procedure was complete with no further treatment. There have been no adverse effects to the patient reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After placing a zilver ptx stent in the distal site of the left sfa, the delivery system of the complaint device, zisv6-35-125-7.0-120-ptx (c1159364) x 1, was advanced from the left groin (fa) ipsilaterally and antegradely to place the stent in the proximal site of the left sfa. Another manufacturer's guiding sheath (6fr. Brite tip sheath 11cm/ cordis) was used together. After the physician moved to the head side of the patient to avoid the sheath from being warped, he attempted stent deployment with appropriate speed when rotating the thumbwheel. However, the stent was deployed and placed just like it jumped out from the outer sheath toward the distal side. Also, approximately 4cm stent shortening was observed. Although the shortened stent was placed, which was much shorter than planned, the procedure was completed with no further treatment.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. Additional information has been requested to support the complaint investigation. The following update was provided by the sales rep: ¿the length of the stent was measured by visual examination with a reference ruler. It looked like the 12cm stent got shortened to approximately 8cm. The stent jumped out from the outer sheath toward the distal side when being deployed¿ the sales rep confirmed that the same access sheath (6fr brite tip sheath 11cm/ cordis) was used for the placement of complaint device (zisv6-35-125-7.0-120-ptx) and the first device (zisv6-35-125-6.0-120-ptx) in this case it can be stated that no tortuosity or severe calcification was observed and a non hydrophilic wire guide was used for this procedure. The sales rep also provided the following information: ¿the delivery sheath was not warped. Also, the user did not push the delivery system during deployment. My concern is that interference between the movable retraction sheath and another manufacturer's guiding sheath (6fr. Brite tip sheath 11cm/ cordis) could be a cause of the event. I witnessed the event and felt that movement of the outer sheath marker during stent deployment looked faster than usual..." The physician stated: ¿the delivery sheath was not warped but straightened during stent deployment since I moved to the head side of the patient. Also, I did not push the delivery system during deployment. I felt totally different from the first stent when attempting to deploy the second stent (the complaint device).¿ a sample 6fr 11cm brite tip sheath/ manufactured by cordis was forwarded to cook (B)(4). There was no issue with the fit between a representative zilver ptx device and the sample cordis access sheath. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: findings: angiography from stent implantation including live fluoroscopy of the complaint stent during deployment is provided along with the complaint report. The target lesion was 22cm long moderate and severe left mid and distal sfa stenosis approached antegrade from the left groin. The lesion was pre-treated with angioplasty and then stented from distal to proximal. When the proximal stent was deployed, its proximal end was also out of the field of view. Observing the individual stent cells and then the stent end, the stent end was advanced 25mm during deployment. The final implanted stent length compared to the tape was 8cm. Compared to the stent diameter as well as a 4cm angioplasty balloon, the implanted stent length was 95mm. The difference from the design diameter matches the observed advancement. The compressed stent fully expanded without residual stenosis. The segment of artery left untreated by the compressed stent was only mildly narrowed and not treated with an additional stent. Impression: stent shortening was secondary to 25mm of inadvertent delivery system advancement during deployment. The magnification limited the field of view so that the operator could not see the proximal undeployed stent end during deployment. Without the ability to reference the proximal stent end to a landmark such as the calibration tape, seeing delivery system advancement is very difficult. Based on the images provided, the customer complaint can be confirmed as the images demonstrated stent shortening of the zilver ptx complaint device. From available information, it is known that the procedure was conducted using ipsilateral approach using a 125cm system. According to the physician, the stent was deployed and placed just like it jumped out from the outer sheath toward the distal side. Approximately 4cm stent shortening was observed and this coincides with the image review findings: ''finding 3: the final implanted stent length compared to the tape was 8cm". Although the shortened stent was placed, which was much shorter than planned, the procedure was completed with no further treatment. There have been no adverse effects to the patient reported. Input was requested from engineering and the following comments were received: ¿I would expect that the stability sheath was not in the access sheath based on the fact it was ipsilateral deployment and a 125cm delivery system¿. However the sales rep was unable to confirm if the stability sheath was inside the access sheath during deployment: ¿the position of the stability sheath and the access sheath could not be confirmed.¿ it is possible that the deployment difficulties the physician experienced could be related to the stability sheath not being kept within the access sheath during stent deployment. This may cause the stent to compress during deployment therefore resulting in the stent shortening. Also if the stability sheath was not kept within the access sheath, this may have also resulted in the "25mm inadvertent delivery system advancement during deployment". However, as the device is not available for evaluation it is not possible to determine the root cause of this occurrence and no other comments can be made at this time. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ ¿ensure the distal end of the stability sheath is inside the access sheath¿. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint description, although the shortened stent was placed, which was much shorter than planned, the procedure was complete with no further treatment. There have been no adverse effects to the patient reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images related to this event. Initial event description submitted as follows: after placing a zilver ptx stent in the distal site of the left sfa, the delivery system of the complaint device, zisv6-35-125-7.0-120-ptx ((B)(4)) x 1, was advanced from the left groin (fa) ipsilaterally and antegradely to place the stent in the proximal site of the left sfa. Another manufacturer's guiding sheath (6fr. Brite tip sheath 11cm/ cordis) was used together. After the physician moved to the head side of the patient to avoid the sheath from being warped, he attempted stent deployment with appropriate speed when rotating the thumbwheel. However, the stent was deployed and placed just like it jumped out from the outer sheath toward the distal side. Also, approximately 4cm stent shortening was observed. Although the shortened stent was placed, which was much shorter than planned, the procedure was completed with no further treatment.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. Additional information has been requested to support the complaint investigation. The following update was provided by the sales rep: ¿the length of the stent was measured by visual examination with a reference ruler. It looked like the 12cm stent got shortened to approximately 8cm. The stent jumped out from the outer sheath toward the distal side when being deployed¿ the sales rep confirmed that the same access sheath (6fr brite tip sheath 11cm/ cordis) was used for the placement of complaint device (zisv6-35-125-7.0-120-ptx) and the first device (zisv6-35-125-6.0-120-ptx). In this case it can be stated that no tortuosity or severe calcification was observed and a non hydrophilic wire guide was used for this procedure. The sales rep also provided the following information: ¿the delivery sheath was not warped. Also, the user did not push the delivery system during deployment. My concern is that interference between the movable retraction sheath and another manufacturer's guiding sheath (6fr. Brite tip sheath 11cm/ cordis) could be a cause of the event. I witnessed the event and felt that movement of the outer sheath marker during stent deployment looked faster than usual..." The physician stated: ¿the delivery sheath was not warped but straightened during stent deployment since I moved to the head side of the patient. Also, I did not push the delivery system during deployment. I felt totally different from the first stent when attempting to deploy the second stent (the complaint device)¿ ¿though the device will not be returned, please investigate if interference between the movable retraction sheath and another manufacturer's guiding sheath (6fr. Brite tip sheath 11cm/ cordis) could be a cause of the event by using a thumbwheel type ptx from manufacturer's stock¿. A sample 6fr 11cm brite tip sheath/ manufactured by cordis was forwarded to cook (B)(4). On the 25 feb 2016 r&d engineering investigated the compatibility between the sample 6fr 11cm brite tip sheath and a zilver ptx device. R&d engineering provided the following review: ¿the ID of the 6fr 11cm brite tip sheath/ manufactured by cordis was 0.082 inches ID. There was no issue with the fit between a representative zilver ptx device ((B)(4)) and the sample cordis access sheath¿. Images were provided to support the complaint investigation. These were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: angiography from stent implantation including live fluoroscopy of the complaint stent during deployment is provided along with the complaint report. The target lesion was 22cm long moderate and severe left mid and distal sfa stenosis approached antegrade from the left groin. The lesion was pre-treated with angioplasty and then stented from distal to proximal. The distal stent was deployed normally however because of magnification the proximal stent end was outside the field of view during all but the end of deployment. This stent measured 116mm long when fully deployed. When the proximal stent was deployed, its proximal end was also out of the field of view. Observing the individual stent cells and then the stent end, the stent end was advanced 25mm during deployment. The final implanted stent length compared to the tape was 8cm. Compared to the stent diameter as well as a 4cm angioplasty balloon, the implanted stent length was 95mm. The difference from the design diameter matches the observed advancement. The compressed stent fully expanded without residual stenosis. The segment of artery left untreated by the compressed stent was only mildly narrowed and not treated with an additional stent. Impression: stent shortening was secondary to 25mm of inadvertent delivery system advancement during deployment. The magnification limited the field of view so that the operator could not see the proximal undeployed stent end during deployment. Without the ability to reference the proximal stent end to a landmark such as the calibration tape, seeing delivery system advancement is very difficult.... Based on the images provided, the customer complaint can be confirmed as the images demonstrated stent shortening of the proximal zilver ptx stent. From available information, it is known that the procedure was conducted by ipsilateral approach using a 125cm system. According to the physician, the stent was deployed and placed just like it jumped out from the outer sheath toward the distal side. Approximately 4cm stent shortening was observed and this coincides with the image review findings: ''finding 3. ..the final implanted stent length compared to the tape was 8cm". Although the shortened stent was placed, which was much shorter than planned, the procedure was completed with no further treatment. There have been no adverse effects to the patient reported. Input was requested from r&d and the following comments were received: ¿I would expect that the stability sheath was not in the access sheath based on the fact it was ipsilateral deployment and a 125cm delivery system¿. However the sales rep was unable to confirm if the stability sheath was inside the access sheath during deployment: ¿the position of the stability sheath and the access sheath could not be confirmed.¿ it is possible that the deployment difficulties the physician experienced could be related to the stability sheath not being kept within the access sheath during stent deployment. The may cause the stent to compress during deployment therefore resulting in the stent shortening. Also if the stability sheath was not kept within the access sheath, this may have also resulted in the "25mm inadvertent delivery system advancement during deployment". However, as the device is not available for evaluation it is not possible to determine the root cause of this occurrence and no other comments can be made at this time.. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ ¿ensure the distal end of the stability sheath is inside the access sheath¿. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint description, although the shortened stent was placed, which was much shorter than planned, the procedure was complete with no further treatment. There have been no adverse effects to the patient reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of an updated image review relating to this event. Initial event description submitted as follows: after placing a zilver ptx stent in the distal site of the left sfa, the delivery system of the complaint device, zisv6-35-125-7.0-120-ptx (c1159364) x 1, was advanced from the left groin (fa) ipsilaterally and antegradely to place the stent in the proximal site of the left sfa. Another manufacturer's guiding sheath (6fr. Brite tip sheath 11cm/ cordis) was used together. After the physician moved to the head side of the patient to avoid the sheath from being warped, he attempted stent deployment with appropriate speed when rotating the thumbwheel. However, the stent was deployed and placed just like it jumped out from the outer sheath toward the distal side. Also, approximately 4cm stent shortening was observed. Although the shortened stent was placed, which was much shorter than planned, the procedure was completed with no further treatment.